Manufacturer narrative:
Initial reporter address 2: luxi county honghehanizuyizu zizhizhou. Impact code f1001 captures the reportable issue of aborted/cancelled procedure. The complainant indicated that the device is in pending service and not available for return for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an auriga xl 4007 console was used in a procedure performed on (B)(6) 2022. During the procedure, system error code 1013: "flashlamp life time warning" appeared on the laser console. The procedure was unable to be completed due to the event. There were no patient complications reported as a result of this event.